Event description:
It was reported that an ilet user observed a ¿busy¿ message while attempting to fill the cannula; they had recently changed the cartridge and later found only 3 units remaining, with no insulin odor or wetness noted, and a subsequent piston rewind confirmed an empty cartridge. Symptoms included hyperglycemia with reported readings up to 400 and later 245, without ketone testing, back-up therapy, professional intervention, or acute complications. Outcomes included temporary elevation of blood glucose without lasting injury. Investigation included guided troubleshooting and education, confirmation of cartridge depletion via piston rewind, and a full supply change with a 23 in 6 mm contact detach infusion set. Investigation of this case revealed that the device was occupied delivering insulin during the attempted cannula fill, the cartridge was empty, and there were no device alerts or alarms, consistent with use-related timing during fill and normal pump behavior. It was concluded, based on previously established findings for similar reports, that the cause was use error related to filling while the system was delivering insulin and operation with a near-empty cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.